Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) upper-display is difficult to open. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse that encountered the issue replaced the upper hinge cover displays (0380-00-0561 x2), the left display hinge (0105-00-0138-01), and the right display hinge (0105-00-0138-02). The fse completed the pm with functional and safety checks.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h6 (investigation findings); h11.